Event description:
The customer reported that the pod had initiated an occlusion alarm less than six hours into operation. The customer's bg levels were high (293-332 mg/dl) during this time. Insulet customer support reviewed the causes of occlusion alarms with the customer and explained the importance of site rotation in order to avoid their recurrence. The pod will be returned for evaluation.

Manufacturer narrative:
The investigation of the returned pod found evidence of discoloration and residual fluid on the surfaces of internal assemblies, which is indicative of a fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path; a tear was found in the cannula tubing. The leak would have resulted in insulin coming into contact with internal pod assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.